Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to the emergency room (ER) with the system controller disconnected from the pump for at least 24 hours. The patient reported that their charger was not working and had been using the mobile power unit (mpu) until they needed to leave and disconnected the driveline from the system controller. The patient went to the local hospital with complaints of chest pain and shortness of breath. According to the patient's health care professional, the patient was non-compliant and not taking warfarin. The patient was transferred and placed on two pressors. The biomed team stated that the patient's primary system controller showed the last date of charge on (B)(6) 2026, the universal battery charger may have had presence of a liquid in one dock that caused a short circuit with leftover burns on the surface of the dock, leaving a 14v battery damaged. It was noted that the mpu was functioning properly and one of the 14v batteries needed recalibration. Restarting the pump was deferred due to increased risk of pump thrombosis and the patient's non-compliance to anticoagulation follow up. The log files were submitted for review. The event log files data indicated that the patient disconnected and reconnected the driveline six times on 07feb2026, 08feb2026, 09feb2026, 10feb2026, 12feb2026, and remained disconnected after the13feb2026.